Event description:
It was reported that a hospital registration form was received by the company indicating that on (B)(6) 2025 during a scheduled procedure, the right atrial lead (ra) and the right ventricular lead (rv) were partially explanted due to rv lead exhibiting high pacing and defibrillation impedances due to fracture and the ra lead exhibited break. Further information was requested, however was not provided.

Event description:
New information noted that both the ra lead and the rv lead were fractured.

Event description:
It was reported that a hospital registration form was received by the company indicating that on (B)(6) 2035 during a scheduled procedure, the right atrial lead (ra) and the right ventricular lead (rv) were partially explanted. It was noted that the leads were explanted due to a break and high impedance. Further information was requested however, was not provided.